Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
It was reported that the spo2 waveform does not appear, the baseline appears, and there is no inop (inoperable) message. The device was reported to be in use on a patient, but no adverse event to the patient or user was reported. A philips field service engineer (fse) went to the customer's site to evaluate the device. The fse noted there was no change even if the battery is removed and the power is turned off. The parameter board was replaced, and it was confirmed this resolved the issue.

Manufacturer narrative:
Additional information was received that the spo2 was lost in isolation and the device displayed a spo2 malfunction error message, so the issue was easily detected. Based on the information available and the testing conducted, the cause of the reported problem was the parameter board. The device was operational after replacing the parameter board and remains in use at the customer's site.